Event description:
Medtronic received information that during the implant of this mechanical valve, following the removal of the valve holder after sewing in the valve, while the valve was being rotated away from the orifice of the coronary sinus vein, one of the valve leaflets broke off from the valve frame. The ats stainless steel bendable handle rotator was used to rotate the valve. The valve was explanted and another ats valve of the same size was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Analysis: no product was returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection confirmed that the valve was returned with the broken right leaflet. Visual inspection of the orifice and left leaflet showed no anomalies. The left leaflet had full mobility. The pieces of the fractured right leaflet were repositioned, revealing that not all the pieces were returned. The serial number was verified to be correct. The thickness of the right leaflet was measured and found to be within specification. The valve sewing ring torque was tested and found to be within the specification. The left leaflet and orifice were dimensionally measured per the current processes and were found acceptable. The carbon components and stiffening ring were dimensionally inspected and measured and were within specification. Conclusion: final testing of all valves includes acoustic emission testing which applies a minimum of 31.0 lbs of force to each leaflet to detect internal cracks that cannot be seen by the naked eye. This valve was tested at 32.1 lbs at final testing with no cracks detected. Because of the missing pieces and the multiple facets on the fracture faces, analysis concluded that the right leaflet was grasped while simultaneously being twisted, resulting in a fractured leaflet. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.